Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received 4 bursts of inappropriate tachycardia pacing (atp) and 3 inappropriate shocks. It was determined that these inappropriate therapies were delivered due to atrial fibrillation (af) with rapid ventricular conduction. Boston scientific rhythmcare was contacted and confirmed that the supraventricular tachycardia (svt) detection criteria was programmed off, and thus the therapies were delivered because the ICD was using rate-only determination criteria for therapy delivery. Information has been requested regarding any potential resolution options, but a response has not yet been received. At this time, the ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received 4 bursts of inappropriate tachycardia pacing (atp) and 3 inappropriate shocks. It was determined that these inappropriate therapies were delivered due to atrial fibrillation (af) with rapid ventricular conduction. Boston scientific rhythmcare was contacted and confirmed that the supraventricular tachycardia (svt) detection criteria was programmed off, and thus the therapies were delivered because the ICD was using rate-only determination criteria for therapy delivery. Attempts for information were made regarding any potential resolution options, but no further details were provided regarding the specific device details nor the event resolution. At this time, the ICD remains implanted and in-service. No additional adverse patient effects were reported.